Event description:
It was reported that during surgery the tip of the slap hammer bent. There were no complications or delays reported.

Manufacturer narrative:
The device was returned for further evaluation. Upon visual inspection of the device is was found that there was an incomplete fracture on one end of the device as well as additional deformities to this site. The device exhibited signs of heavy use due to scratches and the etching being worn out. The device was dimensionally inspected and was found to be conforming to print specification where measured. The device was manufactured on august 3, 2003 and is considered to have had a field life of thirteen (13) years and three (3) months with an unknown frequency of use. The device history record and receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Per the device's packaging insert, "do not subject instruments to high loads and/or impact as breakage could occur." Based upon the age and the condition of the device upon receipt, wear and tear from normal use is considered to be the root cause of this failure.